Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case the anchor unit was not seating correctly. Further, during the suturing phase the anchor unit broke. The small fragment was removed, but the anchor remained partially seated in the pt.